Manufacturer narrative:
(B) (4): device analysis was not complete as of the date of this report. A f/u report will be submitted when device analysis is completed.

Event description:
It was reported that the pt experienced symptoms of an underdose. No alarm was heard and telemetry revealed no alarm. A rotor test was performed and revealed no motor movement. The sideport catheter was checked and revealed a good catheter flow without any problems. No leakages were observed. The pump was explanted and replaced on (B) (6) 2010 after an implant duration of 77.7 months. There was no injury noted. Pt outcome was "not yet available".